Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 350 mg/dl. The customer changed the cartridge and infusion set. During troubleshooting with tandem technical support, as the current cartridge and tubing were functioning as expected, it was recommended that the customer change the infusion site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.